Event description:
Hello, I had paid for the byte aligner plan in full, which they require on starting the program. After starting the alignment process, the aligners damaged the back of my gums so badly in the night I awoke with two very, large sores in the back of my mouth. I could not speak or eat solid food for a while after. I contacted byte that morning and was told to stop immediately. They stated I needed to see a licensed dentist right away and were suspending my progress plan. I told them I did not want to spend further money seeing a dentist for my gums and they refused to compensate me for the damage. I paid to see my dentist and had my gums examined. He insisted that the byte program is dangerous and reckless and has had other patients with negative complications due to their plan. He recommended I end my alignment plan with them and no longer continue using the product. I asked byte for a refund due to proven health damages shown, stating I would mail back the product if needed. I also told them I could give a doctor's note stating I am not to continue after reported gum damage. They responded that they do not refund under any circumstances. I asked to speak with a supervisor and they responded saying they do allow that option, only contact through their general customer service line. I have never heard of a company that operates like this. There was back and fourth emails into 2024 but nothing came of it. I lost the money and quit the plan with scars in the back of my mouth. I am so disappointed; I also do not want others to have the same bad experience. I have received a recent notice stating urgent medical device correction from byte in the mail which prompted me to finally write in to the FDA. Clearly other people have had injuries from this company as well. I have photos of my gums and emails of me corresponding with them. Thank you, (B)(6).